Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 14nov2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the clear cartridge holder and dose knob of her humapen ergo ii were cracked and she was unable to prime the device. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch: 0801d05, manufactured january 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. A complaint history review of the batch did not identify any atypical findings with regard to device cartridge holder broken, device broken or dose accuracy issues. The patient reported using the device for 24 years (although it was manufactured in august 2008). The core instructions for use state the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the complaint issues or the event of increased blood.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint, concerned a female patient of unknown age and han nationality. Medical history, family history and family adverse drug reaction were none. Her previous adverse drug reaction included allergy to erythromycin. The concomitant medication were not provided. The patient received human insulin series (rdna origin) injections (humulin 100 u/ml) through a cartridge, via a reusable pen (humapen ergo ii), around 12-13 iu in the morning and evening, twice daily, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2009 after being hospitalized. On an unknown date after starting human insulin series, she found that the effect was not good, (pc number: (B)(4), batch - unknown) and her blood glucose was still high. Therefore, in 2012, she was hospitalized to regulate her blood glucose. During her hospitalization, she followed the doctor advice and replaced the human insulin series insulin into insulin lispro (rdna origin) injections (humalog r 100 u/ml) insulin, with 14 iu in the morning, noon, and evening thrice daily, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2012. However, since an unknown date, she still experienced high blood glucose at present. If the blood glucose was high, she would inject more insulin. The doctor also said that if her blood glucose was still not well controlled, she would have to be hospitalized to regulate her blood glucose. When her blood glucose was high, her eyelids would be a little swollen, and sometimes she would also experience hypoglycemia, felt palpitate in heart, and ate a little bit of food would make her feel better, such as cookies and chocolate. Finally, with age, she developed hypertension after using insulin. She received acetylsalicylic acid and atorvastatin for the treatment of hypertension. On an unknown date, the transparent cartridge holder had a crack, the dose knob of the humapen cracked and the white part was dirty (pc: (B)(4), batch: 0801d05), that the pen had been used for a long time. Information regarding corrective treatment for remaining events and outcome of the events was not reported. The status of therapies with insulin lispro was continued. The therapy with human insulin was discontinued in 2012 and its restart status was not provided. The user of the humapen ergo-ii was patient, and her training status was not provided. The humapen ergo ii general and suspect device duration of use were 15 years. The action taken with the suspect humapen ergo-ii was unknown and it did not return to manufacturer. The reporting consumer related the event of lack of drug effect with human insulin and did not know if the remaining events were related with human insulin series and insulin lispro therapies and did not provide opinion of relatedness between events with humapen ergo-ii. Edit 16-oct-2024: upon review of the information initially received on 08-oct-2024, added treatment medications of acetylsalicylic acid and atorvastatin into narrative only. No other changes made to the case. Edit 01nov2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 04-nov-2024: upon review of the information initially received on 08-oct-2024, added product complaint number associated with humapen into the narrative. No other changes made to the case. Update 14nov2024: additional information received on 08nov2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as yes, reiterated malfunction as unknown and device return status to not returned to manufacturer. Added date of manufacturer. Updated device age from 24 years to 15 years. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint, concerned a female patient of unknown age and han nationality. Medical history, family history and family adverse drug reaction were none. Her previous adverse drug reaction included allergy to erythromycin. The concomitant medication were not provided. The patient received human insulin series (rdna origin) injections (humulin 100 u/ml) through a cartridge, via a reusable pen (humapen ergo ii), around 12-13 iu in the morning and evening, twice daily, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2009 after being hospitalized. On an unknown date after starting human insulin series, she found that the effect was not good, ((B)(4), batch - unknown) and her blood glucose was still high. Therefore, in 2012, she was hospitalized to regulate her blood glucose. During her hospitalization, she followed the doctor advice and replaced the human insulin series insulin into insulin lispro (rdna origin) injections (humalog r 100 u/ml) insulin, with 14 iu in the morning, noon, and evening thrice daily, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2012. However, since an unknown date, she still experienced high blood glucose at present. If the blood glucose was high, she would inject more insulin. The doctor also said that if her blood glucose was still not well controlled, she would have to be hospitalized to regulate her blood glucose. When her blood glucose was high, her eyelids would be a little swollen, and sometimes she would also experience hypoglycemia, felt palpitate in heart, and ate a little bit of food would make her feel better, such as cookies and chocolate. Finally, with age, she developed hypertension after using insulin. She received acetylsalicylic acid and atorvastatin for the treatment of hypertension. On an unknown date, the transparent cartridge holder had a crack, the dose knob of the humapen cracked and the white part was dirty ((B)(4), batch 0801d05), that the pen had been used for a long time. Information regarding corrective treatment for remaining events and outcome of the events was not reported. The status of therapies with insulin lispro was continued. The therapy with human insulin was discontinued in 2012 and its restart status was not provided. The user of the humapen ergo-ii was patient, and her training status was not provided. The humapen ergo-ii general and suspect device duration of use were 24 years. The action taken with the suspect humapen ergo-ii was unknown and its return was expected. The reporting consumer related the event of lack of drug effect with human insulin and did not know if the remaining events were related with human insulin series and insulin lispro therapies and did not provide opinion of relatedness between events with humapen ergo-ii. Edit (B)(6)2024: upon review of the information initially received on (B)(6)2024, added treatment medications of acetylsalicylic acid and atorvastatin into narrative only. No other changes made to the case. Edit (B)(6)2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit (B)(6)2024: upon review of the information initially received on (B)(6)2024, added product complaint number associated with humapen into the narrative. No other changes made to the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.